Event description:
It was reported that the device was explanted after an implant duration of approximately 114 months, due to aortic stenosis. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned.